Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic lower anterior resection procedure, system was not able to recognize the instruments while attached to the instrument drive unit (idu) through the sterile interface module (sim1 - (B)(6). There was anerror message on operating room team interface(orti) stating "no instrument connected'. The issue was resolved by changing the sim1 with another sim(sim3). As a result, the surgical time was extended by more than 30 minutes. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic lower anterior resection procedure, the system was not able to recognize the inst ruments while attached to the instrument drive unit (idu) through the sterile interface module (sim) sn: (B)(6). There was an error message on operating room team interfacec(orti) stating "no instrument connected'. The issue was resolved by changing the sim with another sim. As a result, the surgical time was extended by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
D1, d9:device available for evaluation?, return date, section e initial reporter, e3, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned sterile interface module (sim) as well as the associated device data. Visual inspection of the returned sim noted that it was dry. No corrosion was noted on the pogo pins. There was damage noted on pin 9 of both the instrument and instrument drive unit (idu) interfaces. There was damage noted at the base of the pogo pins on the idu interface of the sim. There was damage noted at the base of the pogo pins on the instrument interface of the sim. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim. All pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand. The 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the device data indicates that the system detects no instrument was attached, so it was unable to move in the insertion direction of the z-slide and triggered an error code ¿manual insertion with no instrument attached¿ which displays the error message ¿insertion disabled. If docked, attach supported instrument. If draping/un-docked, open port latch to move instrument drive unit¿. Evaluation of the device data for the reported sterile interface module confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument and sterile interface module connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.